Manufacturer narrative:
"Unit was received from the field. Refer to eval# (B)(4) - unit received opened. Found bent connector pins. Appears connector was not properly aligned with console when being installed. Removed connector. Jumped wires to console using an adapter. Unit functioned properly. Visual analysis confirmed the bent connector pins. The DHR for lot # 08413-13 was reviewed. The part met MFR specifications when released and there were no issues related to the complaint. There were (B)(4) units released for this lot. A review of lot history showed there were (B)(4) complaints from this lot. This lot has a failure rate of (B)(4).

Event description:
Error message was "check handpiece".